Manufacturer narrative:
Exact date unknown, event occurred end of (B)(6) 2019.

Event description:
It was reported that after a non device related medical procedure, the patients ipg was unresponsive and would not communicate with the remote control. It was also reported that the patients ipg would not hold and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.